Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that refrigerator was failed to open and unable to recover. A field service engineer (fse) guided the customer through a proper reboot procedure. The station and refrigerator were powered off, then restarted in sequence after two minutes. Both systems recovered successfully and were verified to be fully functional. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door failed and displayed a required maintenance error message. A recovery was attempted; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.